Event description:
Gyrus acmi was notified by a (B)(4) that when deploying the falope band ring device, it made an unfamiliar clicking noise and the ring was not deployed correctly. A kleppinger was opened and utilized to complete the procedure. No pt harm.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.